Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high, out of range, low voltage lead impedance was observed on the right ventricular (rv) lead. It was noted that the patient fell and broke the collarbone. The physician believed that the fall caused rv lead fracture. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and was stable.